Manufacturer narrative:
Correction: UDI has been updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. It was reported that the issue could be replicated as indicator leds on the hard drive would not illuminate and the computer could not complete the boot sequence.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed an error that the hard drive was not being recognized. It was reported that the issue occurred when attempting to upgrade the application software. There was no patient present when this issue was identified. No additional information was provided.